Event description:
Reporter stated that pt was found unresponsive at which time her blood glucose measured 371 mg/dl, on the suspect device. Reporter stated that pt's blood glucose was retested, using the suspect device, within 10 mins, with a result of 250 mg/dl. Reporter then tested pt's blood glucose, using his own device, and obtained a result of 247 mg/dl. Based on pt's physiological state, reporter phone emergency med svs. Upon their arrival, - 30 mins later, pt's blood glucose reportedly measured 27 mgdl, on paramedics' blood glucose monitor. Reporter stated that pt was treated, by paramedics, with intravenous fluids (contents not provided), after which her blood glucose reportedly measured > 300 mg/dl (on paramedics' device). Reporter noted that pt was transported to the emergency room; however, he was unable to provide any additional details of pt's diagnosis or treatment. Pt was reportedly released from the hosp, later that evening, at which time her blood glucose measured 180 mg/dl. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.